Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. H3 other text : to date, the device has not been returned for evaluation.

Event description:
The customer reported to olympus that during transcervical resection, this apical loop fell out into the patient's uterus. Dropped loops have been retrieved. The procedure was completed by replacing with similar device. There was no significant prolongation of procedure time, as reported. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and it was confirmed that the loop wire at the tip of the device was broken off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the cause is of the reported event is attributed to usage-related wear and tear. The loop wire at the distal end of the hf-resection electrode wears out during use and may break, burn, or melt. This supplemental report includes an update to h3 from the initial medwatch. Also, a correction has been made to g2 to provide information that was inadvertently not included in the initial medwatch. Finally, additional information has been added to d9 and h4. Olympus will continue to monitor field performance for this device.